Event description:
The end-user purchased the walker on (B)(6) 2017. She states she went to get up as her husband had her hand, trying to help her up. She put her hand on the right side hand grip to help her up, and the walker folded up on her and she fell and hit her back and head and her armpit hit part of the walker as well. She already had a broken ankle and twisted knee, so she was going to the doctor for x-rays that day. She mentioned that her legs were weak like jello at the time she reported this event. The event is reported as having occurred on a flat carpet surface. The walker is reporting as having its right side as not functioning properly; not clicking to lock.